Event description:
It was reported that hypotension following implant occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Following the procedure, the patient experienced hypotension. Transesophageal echocardiography (tee) was performed, and no pericardial effusion was noted. However, the closure device was noted to be more proximal in the 90-degree view, but still within release criteria range. The patient was given medication by anesthesia, and the hypotension stabilized after roughly 15 minutes. The patient was discharged home the following day.